Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3000 ohms and loss of capture. Testing was performed and the physician reprogrammed the device to deactivate the atrial lead. Ra lead fracture was suspected. Additional information has been requested regarding the event resolution, but no new information was provided. At this time, the available information indicates the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed to deactivate the lead. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3000 ohms and loss of capture. Testing was performed and the physician reprogrammed the device to deactivate the atrial lead. Ra lead fracture was suspected. At this time, the lead remain implanted. No adverse patient effects were reported.